Manufacturer narrative:
Only a fragment of active part (tip) of the reciproc blue r25 8/100 25mm that broke during use was returned . File is broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batches #1617380, 1618833, 1618516). Additional information was received indicating that the broken portion of the file was removed from the patient's tooth.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported a reciproc blue file breakage; broke during use. The outcome of the event is unknown as of this MDR evaluation.